Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause is likely the damaged power switch and damaged alternating current (ac) inlet. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the unit may cause power to shut-off due to a damaged power switch on front of the device and a damaged protective cover and alternating current inlet at rear. In addition, found air pressure low due to a faulty air pump unit. The air joint unit and connector socket at the front are worn out, four suction feet at the bottom were replaced by non-olympus feet and the main chassis and top cover are rusted inside. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the maintenance unit was having difficulties with the power switch. Upon inspection and testing of the returned device, it was observed that the power switch is broken. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.